Event description:
It was reported that before an unk procedure, it was found that the acral part of the outer sleeve had been scratched when the package was opened. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.